Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the replacement was requested for a water-damaged item. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was a known water-damaged item. A field service engineer (fse) confirmed that the hard drive had been removed from the damaged unit. It was not a repair; it was a hard drive removal so that the station could be destroyed. The system functioned as intended after the field service engineer resolved the issue.